Manufacturer narrative:
H2: based on the analysis, it is recommended to begin troubleshooting by replacing the current blower. At this time, the customer does not have a certified technician authorized to perform the repair required. Due to this limitation, we recommend returning the device to the factory for repair. The claim will be closed as observed in the log recoverable error. G1: contact information has been updated.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device was experiencing a technical failure 316 "air blower malfunction". Complainant indicated that there was no patient involvement in the reported issue.